Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had issue with insulin pump and sometimes blood glucose was over 400 mg/dl. It was also reported that the customer's blood glucose were perfect on tuesday. The insulin pump will not be returned for analysis.